Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the correction bolus was "not as effective in lowering blood glucose" when the cartridge was a day or so from being changed. There was no reported impact to customer's blood glucose customer declined to provide further information.